Manufacturer narrative:
(B)(6) 2015 10:38 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service technician (fst) investigated the device. Factory analysis indicates user error is the root cause of the breakage of this table's leg support. The operator appears to have used the table in a manner inconsistent with the user manual (ga113211en15)instructions which states "when leg plates are sloping down, avoid collisions with the base of the operating table and the operating table column during adjustments." For this break to occur, the table legs needed to be set against the base cover (or floor) and then an operator would have to activate the table's trendelengurg, leg up or height function. If done several times, this can crack the support. Previous testing upon the alphastar series table has shown that the patient's weight isn't sufficient to cause a break of the leg section. These tables were tested with 4 times the permissible load with no issues. The maquet fst found damage to the table base consistent with this conclusion.

Event description:
He patient was on the alphastar table for a lithotomy procedure. The procedure had not started yet. The or staff was positioning the table; during movement of the leg plate, the operating room staff heard the sound of metal breaking, and noticed the left leg support section appeared to be uneven. The patient was transferred to a new table, and the alphastar was removed from service. Because of the cushion in place on the table, the broken metal piece from the leg support section did not come in contact with the patient or staff. (B)(4).